Event description:
Healthcare professional reported a right side rupture. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Continued e1: email - (B)(6). Additional, changed, and/or corrected data: b6, h6.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.